Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate and static. The customer's blood glucose was 122-152 mg/dl. The customer continued to use the current cartridge on the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.